Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching as well as a rash that has left a permanent mark at the pod infusion site (abdomen). In addition the patient had experienced itching and irritation at another pod infusion site (thigh). As treatment, the patient used antibiotic ointment at the pod infusion sites and applied a new pod.